Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopy, upon to cutting and closing the tissue, the tip of the cutting stapler and disposable reload was broken. The doctor immediately replaced the cutting stapler with a new one and the cutting and closing of the tissue was smooth, that the operation was successfully completed. There was no patient injury.